Event description:
Complainant alleged that during biomed dept's routine testing and preventative maintenance of the device, the device's pacer output and rate would not change when the selecter knobs were changed. Pacer output is stuck at 0ma and pacer rate is stuck at 30ppm. The complainant indicated that there was no pt involvement in the reported failure.